Manufacturer narrative:
E4 should have been left blank on manufacturer device report 1220648-2024-14438.

Event description:
The complainant reported a patient noted as high risk percutaneous coronary intervention was implanted with an impella cp device for mechanical circulatory support. Upon start up of the impella cp. The placement signal was not accurately demonstrating ao wave form. After a couple hours the wave form seemed to settle and match the aortic blood pressure but low placement signal and placement unreliable alarm kept going off and flows were reduced. The pump remained on for support of 31 hours and was then weaned/explanted.

Manufacturer narrative:
Low pump flow was observed during most of the case and placement signal trend was spiking. No motor current spike or suction alarms were found. ¿the cause of the low pump flow issue was not determined since product was not returned and due to insufficient clinical data, inconclusive evidence per log analysis.

Manufacturer narrative:
This report is being submitted as part of a retrospective review of optical signal issues, per FDA recommendation. The investigation of the optical signal issue has been completed. The impella cp pump was not returned. Data logs were reviewed. Placement signal low alarm seen at the start with declining placement signal trend. The optical 5s parameters were verified and was observed to be low during the whole case. The root cause of the optical signal issue was not determined since product was not returned and due to inconclusive evidence per log analysis. A review of the device history record (DHR) for the suspect product, and historical complaint data was conducted. This review revealed that the product met all manufacturing release criteria, and no product deficiencies were identified at the time the product was manufactured and released to the customer. All pertinent information available to abiomed has been submitted at this time. G1 reporting contact email revised on manufacturer device report in accordance with updated procedures from the initial manufacturer device report number 1220648-2024-14438. H6 medical device problem code revised to include 2917 device sensing problem from the initial manufacturer device report number 1220648-2024-14438.